Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.14 was unable to close. The field service engineer confirmed with customer that the pharmacy was able to resolve issue on their own. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.